Event description:
It was reported that balloon rupture occurred. The patient presented with peripheral artery disease (pad). The 99% stenosed target lesion was located in moderately tortuous and severely calcified superficial femoral artery (sfa). Two balloon catheters were used for dilatation, a 6.0mmx220mmx150cm and 3.0mmx60mmx135cm sterling balloon catheters. Both devices were inflated multiple times at below rated burst pressure, and both balloons ruptured. The devices were removed and the procedure was completed with different device. There were no patient complications nor injuries reported and the patient was in good condition.